Event description:
It was reported to boston scientific corporation that an ultraflex covered ng esophageal stent was used during an esophageal stenting procedure on a female patient. According to the complainant, the deployment suture became knotted at the distal end. The stent partially deployed approximately 1cm. Deployment was not possible. The procedure was completed with another ultraflex covered ng esophageal stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Partial deployment. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.